Event description:
The plaintiff's attorney alleged the patient experienced a sudden cardiac event and subsequently expired on the same day. It was further alleged to have been caused by exposure to the product administered during dialysis.

Manufacturer narrative:
This is one of two device reports associated with this event.